Event description:
Additional information received 21nov2024: the device was not tested prior to use. The balloon was inflated with 500ml saline. The device was not handled by or in the proximity of any metal tools that may have damaged the balloon. The device was placed transvaginally. ~45 minutes following delivery and was indwelling for ~2 minutes. Estimated blood loss before the device failure was ~200ml and total estimated blood loss was 1500ml. The patient was transfused with 2 units of blood. The postpartum hemorrhage was secondary to uterine atony.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown or unavailable. B5: additional information received 21nov2024. Corrections: b1 / b2 d3 / d9 h3 / h6 (annex f) this report includes information known at this time. A follow-up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
E1- (B)(6). E3- occupation: pharmacy intern. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
It was reported that the balloon of a cook bakri postpartum balloon with rapid instillation components was punctured during placement of the balloon before transfer to embolization for treatment of severe postpartum hemorrhage. This necessitated an emergency change of equipment. The balloon was changed during hemorrhage. As reported, there was a delay in management of the treatment. However, there has been no report of the patient experiencing any adverse effects or requiring any additional procedures due to this occurrence. Additional information has been requested.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unavailable, or unchanged. Investigation ¿ evaluation. It was reported that the balloon of a cook bakri postpartum balloon with rapid instillation components was punctured during placement of the balloon before transfer to embolization for treatment of severe postpartum hemorrhage. This necessitated an emergency change of equipment. The balloon was changed during hemorrhage. The device was not tested prior to use. The balloon was inflated with 500ml saline. The device was not handled by or in the proximity of any metal tools that may have damaged the balloon. The device was placed transvaginally. ~45 minutes following delivery and was indwelling for ~2 minutes. Estimated blood loss before the device failure was ~200ml and total estimated blood loss was 1500ml. The patient was transfused with 2 units of blood. The postpartum hemorrhage was secondary to uterine atony. As reported, there was a delay in management of the treatment. However, there has been no report of the patient experiencing any adverse effects or requiring any additional procedures due to this occurrence. Reviews of the complaint history, device history record (DHR), instructions for use (IFU), and quality control (qc) procedures were conducted during the investigation. The complaint device was not returned; therefore, no functional testing or visual inspections could be performed. Additionally, a document-based investigation evaluation was performed. A review of the device master record (dmr) concluded that sufficient inspection activities are in place to identify this failure mode prior to distribution. A review of the device history record (DHR) and a complaint history database search could not complete due to lack of lot information from the user facility. Review of the customer testimony and relevant manufacturing documents does not indicate that the device was manufactured out of specifications and does not suggest items in the lot or similar devices in the field or in house are nonconforming. Cook also reviewed product labeling; the IFU supplied with the device states the following in consideration of the reported failure mode: how supplied "upon removal from the package, inspect the product to ensure no damage has occurred." Based upon the available information, no product returned, and results of the investigation, cook has concluded that the cause for the complaint could not be established. The appropriate personnel have been notified, and cook will continue to monitor for similar events. Per the quality engineering risk assessment, no further action is required. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.